Event description:
The manufacturer was contacted in reference to a alice night one device. There was an allegation of nonin xpod cable being cracked with exposed wire.additionally, the unit also had trouble connecting to download and delete studies. There was no allegation of patient harm/injury. The device has not yet been returned to the manufacturer for evaluation.

Manufacturer narrative:
The alice 1 device risk profile has been reviewed by risk management and medical safety for exposed xpod wires. It has been determined to be a severity of 1, which in turn has the potential for localized skin irritation or discomfort. An update to the current rmf will be completed. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.